Manufacturer narrative:
Concomitant medical products: devices used during the procedure: echelon 10 microcatheter (covidien (B)(4)), enpower dcb (codman), codman enpower cables (lots p10626 and p11349). Information regarding patient age and weight were not available. (B)(4). Conclusion: the presidio was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The enpower cable (lot p11349) was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The enpower cable (lot p10626) was returned for analysis. The unidentified enpower detachment control box (dcb), the presidio microcoil system (c37179), and the echelon 10 microcatheter were not returned. The remote ccb functionality verification passed with the detachment cycles initiated, and the cables resistance passed with a reading of 1.2 ohms (specification =2.0 ohms). The cable detached a new random test coil on the first detachment cycle, and the systems ready green light remained illuminated before and after the coil detachment. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil non-detachment could not be confirmed for the presidio and the enpower cable (lot p11349) without product return for analysis. The enpower control cable (lot p10626) not functioning was not confirmed. The enpower control cable passed electrical and functionality testing; therefore the root cause of the control cable not functioning cannot be determined. In addition, without the return of the unspecified enpower dcb, the presidio microcoil system (c37179), and the echelon10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. The pre-mature detachment appears to be related to the migration of the non-codman microcatheter from the aneurysm during attempt to retrieve the coil; however, the root cause cannot be conclusively determined without product return or procedural films. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a 9mm aneurysm of the internal carotid, the physician was unable to detach the presidio (pc418083030/c37179), which was the 1st coil inserted, into the target aneurysm using an enpower control cable (ecb00018200/p10626), and the coil later prematurely detached. The detachment light illuminated during the detachment cycle and the signal beeped. The detach button was pressed several times, but to no avail. The complaint cable was replaced with another one (ecb00018200/p11349), yet again the microcoil could not be detached despite making a number of attempts, such as pressing the detach button several times, pressing the button beyond the detachment cycle, and torquing the cable. The physician eventually aborted the attempt to detach the presidio, and tried to remove the coil from the patient. However, while doing so, the echelon 10 (0.010") microcatheter tip migrated out from the aneurysm and at that time, the microcoil became accidentally detached out of the microcatheter. Due to the premature detachment, the microcoil was implanted with about 3cm of the proximal end of the microcoil protruded out from the aneurysm. Therefore, a neuroform stent had to be delivered and deployed to secure about 1cm of the microcoil end to the vessel wall. There was no report of reduced blood flow due to the coil protrusion into the parent vessel. There was on adverse consequences to the patient due to the event. The embolization was successfully completed by implanting galaxy coils. Although there was no patient injury or complication, due to the event, the procedure was delayed for 50 minutes. There had been no resistance between the microcatheter and the presidio. The same enpower detachment control box was used successfully after this procedure. All connections appeared to fit properly without application of excessive force. Neither of the cables appeared damaged. A pre-deployment check had been performed. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. Only the complaint cable lot p10626 was available to be returned for analysis. No further information was available.